Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had high thresholds. It was noted that the lead had very little slack. The lead was explanted and replaced. It was further reported that during the lead revision procedure, when the implantable pulse generator (ipg) was reconnected to the right ventricular lead, the setscrew was tightened but the lead was easily able to be pulled out of the ipg connector. The physician suspected an issue with the ipg setscrew or header so the ipg was explanted and replaced. No patient complications have been reported as a result of this event.